Event description:
Underwent laparoscopic sigmoidectomy. Doctors used an ethicon 29mm eea circular stapler, with product no. Ecs29a. Doctors informed pt that stapler failed/malfunctioned. Require additional surgery and repair, permanent injury. Attorney (B)(6) has advised that (B)(6) did not have an inventory process in place to provide us the lot number or serial number. Reported to: (B)(6).